Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-03877 for a description of the first device. It was reported to boston scientific corporation that during a posterior colporrhaphy pelvic floor repair procedure using a pinnacle posterior pfr kit, the physician successfully placed the left mesh leg into the patient's left sacrospinous ligament. As the physician fired the capio device and then pulled back on it, the capio carrier cut the suture and caused less than five millimeters of lead suture (with the needle at the end) to detach, and it was captured in the capio head. There was not enough lead suture left on the mesh leg to grasp and pull it through the ligament. Therefore, the physician removed the device from the patient and used another pinnacle posterior pfr kit to complete the posterior repair; the patient is reportedly "stable" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was contanimated and disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.